Manufacturer narrative:
Device codes: 1562 not labeled. Internal file number - (B)(4). Device code 1562 added. Evaluation summary: the device was returned for analysis. The reported stent dislodgement and detachment of a device component (shaft and stent) were confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily tortuous and heavily calcified. During advancement of the xience xpedition 3.0 x 38 mm stent delivery system, resistance was met with the anatomy and the device failed to cross. During retraction, the distal shaft broke and the stent dislodged. Two snare devices were used to retrieve the stent. Another 3.0 x 38 mm xience xpedition was used to cross the lesion but failed to cross. The procedure was ended. No further intervention was performed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.